Event description:
According to report received, the cuff was leaking after an unknown amount of time in situ. The product was replaced. No incident related medical sequelae was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.